Event description:
It was reported that during final tightening of spinal implants the tips from two separate screwdrivers broke off in two different implants and were lodged in the screw hex. The implants were implanted with the broken off driver tips. There was no adverse consequence as a result of this situation. As unintended portions of the device were left in the body an MDR is being filed to document this event. Device #2. See also 1526439-2006-00201.

Manufacturer narrative:
Visual examination of the fracture surface under magnification shows that the driver tips had twisted in torsion prior to breaking. The condition of the tips prior to breaking is unknown at this time. The device history records (DHR) was reviewed and no discrepancies were found. A definitive cause of the event cannot be determined. Events of this type are typically caused by excessive force placed on the instrument during final tightening. Caution should be taken not to over-torque the instrument during final tightening.